Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer visit to emergency room due to hyperglycemia on, (B)(6) 2019 with blood glucose level 400 mg/dl and treated with intravenous insulin at hospital. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with manual injections. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer stated that the insulin exited at the quick release. Customer was using a cannula based infusion set. Customer stated that the bolus wizard was programmed accurately. Customer stated that the bolus history displays all entries based on their recollection. Customer declined to perform the high-pressure test. The device will not be returned for analysis.